Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Correction: the rec'd by MFR date on MDR follow-up #1 was filed as 04/24/2019; however, the correct date is 05/21/2019. Internal file number: (B)(4).

Manufacturer narrative:
Device codes: 2976 not labeled. Internal file number (B)(4). Additional information: device code 2976 added. Evaluation summary: the device was returned for analysis. The reported detachment of a device component was confirmed and the reported material deformation (stent flared) was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the investigation was unable to determine a conclusive cause for the reported material deformation (stent flared) as the damage was not confirmed during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The stent struts of the 3.5 x 23 mm xience xpedition sds became flared. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and mildly calcified mid circumflex artery. Several attempts were made to advance a 3.5 x 23 mm xience xpedition stent delivery system (sds). However, the device failed to cross the lesion due to the anatomy, and the proximal shaft separated. The device was then simply withdrawn and a 2.75 x 23 mm xience xpedition sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.